Event description:
According to the reporter: during a laparoscopic donor nephrectomy, the device could not coagulate tissue. Minimal blood loss occurred, and the tissue was treated with another ultra shears. Nothing fell into the pt cavity and procedure was completed with no further complication.

Manufacturer narrative:
Initial report submitted: june 30, 2008.